Event description:
It was reported that during a lap cholecystectomy procedure, two devices were not locking down. The case was completed with no pt consequence.

Manufacturer narrative:
Date sent: 07/19/2007. Two devices (a-b) were returned for analysis. Both devices were returned on good visual condition. Device (a) was cycled and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feed cam was found to be broken, therefore, causing the anti-backup failure. Device (b) was cycled and the anti-backup was noted to be non-functional and would not feed the clips properly. Upon disassembly of the instrument the feed cam was found to be broken, therefore, causing the anti-backup failure; and the kick off spring was bent and broken, therefore causing the feeding issue. A potential cause for the feed cam condition is upon firing of the trigger the firing sequence is not completed and the trigger is forced to the open position, therefore, breaking the feed cam. However, no conclusion could be reached as to what may have caused the found damage. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.